Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6) year-old male pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) for an unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started triple salt dental adhesive cream (dental). At an unknown time after starting triple salt dental adhesive cream, the pt experienced stroke, speech difficulty, swallowing difficult and throat disorder. The pt reported that he used super poligrip when it contained zinc. He reported that eight months ago he had a stroke in his brain. He stated that he was hospitalized for two weeks due to the stroke. He reported that he had to return to the hospital because he could not swallow. He stated that the product "messed up his throat", and now he can hardly talk. He stated that his doctors felt that the zinc in super poligrip was related to his experience. He reported that he has a follow-up appointment scheduled with his doctor. He started that he is still using super poligrip since it has been reformulated. Treatment with triple salt dental adhesive cream (super poligrip original) was discontinued. At the time of reporting, the speech difficulty was unresolved, the stroke and swallowing difficult was resolved and the outcome of the throat disorder was unknown.

Manufacturer narrative:
The manufacturer's report number for this case is (B)(4). Super poligrip denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).